Event description:
It was reported that patients implantable pulse generator (ipg) had flipped and will not hold a charge. It was noted that the ipg had also migrated. The patient underwent an ipg replacement procedure and was doing well post operatively.

Manufacturer narrative:
The reported allegation that additional information suggested that the ipg had flipped and migrated was not confirmed. Due to the defective battery encountered during the product analysis. A review of the charging log could determine if the ipg was flipped or migrated. However, a review of the labeling reveals that these occurrences are known risks associated with spinal cord stimulation. In addition, the reported allegation the ipg would not connect to cp or remote control, and a double beep was produced within 10 minutes of charging was confirmed. Although the ipg was fully charged in a single charging cycle and no discrepancies were observed during the functional test, the data logs revealed several anomalies indicating a possible defect in the internal battery cell. This was further confirmed when the internal electrical testing showed that the internal battery cell had elevated and fluctuating resistance.

Event description:
It was reported that patients implantable pulse generator (ipg) had flipped and will not hold a charge. It was noted that the ipg had also migrated. The patient underwent an ipg replacement procedure and was doing well post operatively.

Manufacturer narrative:
The returned was analyzed, passed all tests performed, and exhibited normal device characteristics. The allegation that the patient experienced communication issues with the ipg prior to an MRI was not confirmed. A visual and functional examination of the ipg confirmed that it exhibited normal characteristics, and it was successfully recharged using a known good charger without any issues and communicated properly with a known good remote control. However, the labeling review identified ipg migration as a known factor that can directly result in ineffective charging cycles. This situation can impede the ipg detection by the remote control or clinical programmer, highlighting a recognized risk associated with spinal cord stimulation.

Event description:
It was reported that patients implantable pulse generator (ipg) had flipped and will not hold a charge. It was noted that the ipg had also migrated. The patient underwent an ipg replacement procedure and was doing well post operatively.